Event description:
Customer reported that the insulin pump had an error alarm that caused the insulin pump to reset and now the insulin pump has a blank display. It was noted that the display did return with the insertion of new batteries. Customer's blood glucose reading at the time of the call was 200 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.